Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system log files and system history. Upon investigation the involved customer service engineer found an unseated sata cable to program the drive disk. After the cable was reseated the system returned to normal operation. The system was tested and the intermittent behavior was eliminated. The cause of the unseated sata cable could not be determined and there were no service requests related to pc performance in the last 3 months. There is no data loss as the images acquired were transferred offline once the ivs came up. The affected sata cable has been reseated and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure the user reported that the system failed mid-case. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.